Manufacturer narrative:
An extended investigation was performed for the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. The user reported that their sensor came loose. The reported issue was investigated and attempted to replicate and the reported issue did not allege an issue with the app as the sensor was loose, so they received sensor replace message. There is no freestyle librelink app malfunction. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version and unk app version. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and customer was unable to self-treat. The ambulance were called to the customer home. Upon arrival, the healthcare professionals measured blood pressure and administered dextro for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with unknown phone with unknown operating system version. The low glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness and customer was unable to self-treat. The ambulance were called to the customer home. Upon arrival, the healthcare professionals measured blood pressure and administered dextro for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.